Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("chronic pelvic inflammatory disease/pid"), endometritis ("infection (other) describe: endometritis") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal disorder and carpal tunnel syndrome. Concomitant products included hydrocodone since 2009, lisinopril and oxycodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and endometriosis ("endometriosis"). The patient was treated with antibiotics, surgery (B)(6) 2014, hysterectomy with bilateral salpingectomy), surgery (B)(6) 2014, hysterectomy with bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain upper, vaginal infection and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, endometritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient claim that most, if not all symptoms decreased soon thereafter following essure removal. Patient claim that essure worsened a previously existing injury/condition uti/bacterial vaginosis, which not recovered prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-sep-2010: total bilateral occlusion. Lot number:628048 manufacture date:2008/08 expiration date: 2010/08 . Lot number:686078 manufacture date:2009/11 expiration date: 2012/11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("chronic pelvic inflammatory disease/pid"), endometritis ("infection (other) describe: endometritis") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 686078,628048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal disorder and carpal tunnel syndrome. Concomitant products included hydrocodone since 2009, lisinopril and oxycodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and endometriosis ("endometriosis"). The patient was treated with antibiotics, surgery (B)(6) 2014, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain upper, vaginal infection and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, endometritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient claim that most, if not all symptoms decreased soon thereafter following essure removal. Patient claim that essure worsened a previously existing injury/condition uti/bacterial vaginosis, which not recovered prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-sep-2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: medical record received: lot number and reporters added. Case got medically confirmed. Follow-up 3 and 4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("chronic pelvic inflammatory disease/pid"), endometritis ("infection (other) describe: endometritis") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal disorder and carpal tunnel syndrome. Concomitant products included hydrocodone since 2009, lisinopril and oxycodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with antibiotics, surgery (on (B)(6) 2014, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, endometritis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain upper and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient claim that most, if not all symptoms decreased soon thereafter following essure removal. Patient claim that essure worsened a previously existing injury/condition uti/bacterial vaginosis, which not recovered prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), endometritis ("infection (other) describe: endometritis") and pelvic inflammatory disease ("chronic pelvic inflammatory disease/pid") in a female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal disorder and carpal tunnel syndrome. Concomitant products included hydrocodone since 2009, lisinopril and oxycodone. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with antibiotics, surgery ((B)(6) 2014, hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery ((B)(6) 2014, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, endometritis, pelvic inflammatory disease, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain upper and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: patient claim that most, if not all symptoms decreased soon thereafter following essure removal. Patient claim that essure worsened a previously existing injury/condition uti/bacterial vaginosis, which not recovered prior to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 17-sep-2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received, reporters added, demographic conditions, lot number added, events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, uti, endometritis, vaginal, chronic pelvic inflammatory disease/pid, bladder or urinary problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, stomach pain, . Concomitant drug, concomitant disease added, treatment drugs added, lab data added, rcc added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2014, forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.